Event description:
The hcp reported high impedance readings greater than 2000 ohms were obtained on some or all unipolar pairs; no other information regarding patient symptoms or condition had been provided. Additional follow-up attempted by the company using contact information provided by the hcp was unsuccessful.